Event description:
Nxstage dialysis machine malfunctioned. Nurse heard a loud pop, smelled smoke, and noted the machine screen was turned off and the machine had stopped working. Fluid was dripping on the floor from the back right side of the machine. No leak from any lines was visible; leak appeared to be coming from inside of the machine. Unplugged machine and removed from service.